Event description:
No occlusion alarm. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and could not confirm events described in complaint. The device was received at fv for investigation. During the visual check, nothing has been observed. Several functional tests related to the reported issue (pressure and occlusion alarm accuracy, occlusion release and flow rate measurement accuracy) were carried out and all of them were compliant with IFU values specifications. In a case of extravasation (intraveinous line not in the veinous system), the cause can be linked to various circumtances such as patient movement (moved needle), nurse intervention, rupture of the vein,etc. It would be very difficult for our device to detect such event as the level of pressure is very low and hardly detectable. Also the specifications of our pumps do not outline that they should detect a wrong insertion of the IV line and this hazardous situation is outside fk responsability. For a better detection in case of partial occlusion (extravasation), a pressure parameters adjustment is recommended (with lower threshold and dps increase activation). This type of issue is not related to the functionality of the device. Therefore the complaint is not valid. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.